Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that he was hospitalized due to high blood glucose. Customer does not know blood glucose level at time of hospitalization. His treatment was manual injections. Customer stated that the insulin pump was dropped while at hospital. The piston on the device is not working, unable to troubleshoot. Customer was advised to discontinue use of the device and to revert to back up plan per doctors' instructions. Current blood glucose is 227 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.